Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.

Event description:
It was reported by the pt that he underwent left hip revision in 2008, using a durom acetabular cup. Post-op, the pt experienced groin pain. Pt was revised in 2009, in which infection was noted, as well as loosening of the acetabular cup.